Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d8, g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to a faulty supply board or failure of the image processing board. In addition, both elements are over 6 years old, so it is likely they incurred aging degradation.

Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting the unit. The customer informed tac that the facility¿s unit was also returned for repair due to no power output as well. Tac inquired with the customer to determine if the cable used belonged to the customer¿s unit or the loaner unit and it was confirmed the went to the loaner. The customer reported that the power cable was being used directly from the outlet since the facility did not have the adapter box. Tac determined that the issue maybe the loaner unit and requested that it be returned to for a replacement. The unit was not returned to the service center for evaluation. The cause of the reported event cannot be determined. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that there was no power observed on the loaner monitor when the cable was connected. There was no patient involvement.